Event description:
It was reported that the patient had difficulty cycling their inflatable penile prosthesis one year after implant. The device would not inflate or deflate. Following an examination, the physician ordered a CT scan. Pump fluid loss was discovered. The system was scheduled to be replaced with an ambicor penile prosthesis on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reservoir device information: model number: 720182-01 serial number: (B)(4) catalog number: 720182-01 UDI number: (B)(4) expiration date: 11/21/2021 manufacture date: 12/05/2016.

Event description:
It was reported that the patient had difficulty cycling their inflatable penile prosthesis one year after implant. The device would not inflate or deflate. Following an examination, the physician ordered a CT scan. Ultrasound showed that the pump was collapsed. Pump fluid loss was discovered at the connection. The system was replaced with a 100 ml reservoir, pump, and 18 cm x 12 mm cylinders. The patient was doing well. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient had difficulty cycling their inflatable penile prosthesis one year after implant. The device would not inflate or deflate. Following an examination, the physician ordered a CT scan. Ultrasound showed that the pump was collapsed. Pump fluid loss was discovered at the connection. The system was replaced with a 100 ml reservoir, pump, and 18 cm x 12 mm cylinders. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Reservoir device information: model number: 720182-01, serial number: (B)(4), catalog number: 720182-01, UDI number: (B)(4), expiration date: 11/21/2021, manufacture date: 12/05/2016. Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cylinder. The reservoir performed within specifications no escalation to ncep, CAPA, or scar is required.